Event description:
In 2009, pt reported her physician has ordered her off of the infusion device. She said that she has difficulties seeing the infusion device and is sometimes overdosing on insulin. Pt reported that one week earlier, she went to the hospital and her blood glucose readings were elevated. She started her readings were between 261 - 264 mg/dl when she got there but that they had been up to "hi" on her meter before she got to the hospital. Pt reported they initially tried to leave her on the infusion device but her readings were not improving on pump therapy so her physician opted to take her off of the infusion device and put her on injection therapy. Pt stated when she got to the hospital, they found she had pneumonia. She stated she thinks she must have had pneumonia for a least 2 or 3 weeks and did not know about it. Pt reported she was kept in the hospital for one week when she was released. She stated her readings are now back to normal on injections and her readings are now between 119-124 mg/dl. Pt reported she got a lot of e4 (occlusion) error on her infusion device. Pt reported she would often get bleeding at the site. Explained that can cause e4 errors. She said she also sometimes felt wetness when changing the cartridge but was never able to determine where the wetness was coming from. Pt reported the pharmacy would fill her cartridges for her; however, the insulin was not allowed to reach room temperature before using. Requested return of the infusion device for inspection.